Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic stent graft. Vessel morphology from the time of implant was not reported. Aneurysm diameter 17 months ago was 5.9 cm in diameter x 6.4 cm in length. The aneurysm is currently 6.7 cm in diameter and 7.6 cm in length. The stent graft index procedure was successfully. The patient has returned for routine follow up appointments. A recent CT revealed that there is aortic endoleak present. An anterior-posterior aortoiliac angiogram revealed that there was a smaller stent within the right limb of the aortoiliac stent graft. This appeared to be a covered stent from another manufacturer or possibly a balloon expandable stent. The smaller stent was crimped and not completely deployed therefore the physician inserted another manufacturer¿s dilatation catheter expanding nominal and super nominal pressures. There was retrograde filling of the hypogastric artery, through a distal type ib endoleak. The physician was unable to gain access to the type ib endoleak. The physician elected to perform an open surgical repair with a conventional graft. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).